Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged power cables on the controller and low voltage alarms was not confirmed. The log files spanned approximately 2 days ((B)(6) 2021 per the timestamp). No notable alarm related to the controller was observed. The returned hm3 system controller, serial (B)(6) , was functionally tested and connected to a mock circulatory loop for an extended period of time without any issue. The controller functioned as intended during the analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section-¿alarms and troubleshooting¿ and heartmate iii patient handbook section-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was staying connect to their mobile power unit (mpu) and not using batteries, but unplugging from their wall to move from outlet to outlet. Thus, they were experiencing no external power alarms. The site advised them that is not safe, but they continued to do it anyway. Additionally, the patient got wrapped up in their cord and the place on their system controller where the power cables connect was pulled out and they got a low voltage alarm. The patient pushed the power cable back in and the beeping stopped. The system controller was inspected in the clinic and the connection was not completely secure, so the system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.